Event description:
It was reported that the patient with this pacemaker had accelerated junctional rhythm and there were fusion beats seen. It was noted that there was pacing on the t-wave due to intrinsic qrs which were falling into a blanking period. Technical services (ts) reviewed the presenting electrogram (egm) and stated that this device exhibited atrial undersensing and recommended programming the atrial channel sensitivity. This device remains in service. No adverse patient effects were reported.